Manufacturer narrative:
The reported events of noise and material integrity problem were confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to device can. The cause of the reported events was isolated to the exposure of the outer coil.

Event description:
It was reported that the patient presented for a lead revision. Prior to the procedure, the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. During the procedure, there was noted compression of the lead at the site of the suture sleeve. The lead was explanted and replaced. The patient condition was stable.